Manufacturer narrative:
Initial and final MDR (B)(4), device 5 of 5.

Event description:
Reference number: (B)(4). Event occurred in the united states. On 26-aug-2024, it was reported that the patient encountered 5 infusion sets cannula was kinked event within 3 hours of insertion. The site of insertion was abdomen. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.